Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, during maintenance fst found cardiosave hybrid, type b plug intra-aortic balloon pump (iabp)¿s vacuum drive regulator was not stable. There was no patient involved.

Manufacturer narrative:
Updated fields b4, d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, component codes, investigation conclusions, h11. During adjusting the drive regulator pressure, the fse tightened the adjustment nut, which caused the housing to crack and resulted in a loss of pressure. The fse replaced both drive regulator and performed the necessary calibration. Following the repair, the unit passed all functional testing with no further issues. Safety, calibration, and performance checks were completed in accordance with factory specifications. The failure analysis and testing dept. Received the following parts drive regulator vacuum and drive regulator pressure with a reported unit failure of unstable vacuum drive regulator and a cracked pressure drive. The fat dept. Conducted a visual inspection of the parts received and found that the drive regulator pressure is missing luck nut and the drive regulator vacuum is in good condition. The failure analysis and testing department adjusted the vacuum pressure to 295 mmhg then did the pumping test for one hour and found that the vacuum setpoint didnt drift as described by the customer. Due to the missing part, drive regulator pressure for 390 mmhg cannot be installed and investigated any further. The failure analysis and testing department could not verify the failure of unstable vacuum drive pressure.